Manufacturer narrative:
Battery pack; monitor - 09/2005. Device eval summary: device evaluations of battery pack and monitor have been completed. The reported problem was confirmed. The battery pack had a damaged locking tab. The battery pack was repaired. Then it was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The monitor was functionally normal. It was restocked. No adverse even resulted from the damaged battery pack. The patient received a replacement battery pack.

Event description:
The wife of a male patient contacted lifecor customer support to report that the loop had broken off of one of his battery packs and that they were unable to remove the battery pack from the monitor. Support sent the patient a replacement battery pack and monitor.